Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a heavily calcified left anterior descending artery, with a 70 degree bend, after difficulty was encountered trying to cross the lesion to perform a intracoronary lithotripsy. The oad was operated for three treatment passes on low speed, following which a vessel perforation was identified. Balloon angioplasty and stent placement were performed and additional angiograms revealed that the bleeding appeared to have stopped. The patient was reported to be doing fine and was transferred to the intensive care unit. However, the patient experienced chest pain and was transferred to the operating room to perform a pericardiocentesis. The liver was pierced during this procedure and the patient expired.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the cause of death was due to the liver becoming pierced during the pericardiocentesis procedure, which ultimately led to the patient bleeding out and expiring. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).